Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your t:flex system¿s personal settings to ensure they are correct. Device not returned.

Event description:
It was reported that the customer inadvertently made a "mistake" when entering pump settings. Tandem technical support recommended customer discuss event with a healthcare provider. Blood glucose was 235 mg/dl.